Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number 1225714-2013-03619.

Manufacturer narrative:
This is one of two device reports for this event and there are a total of two events for this patient. The associated MFR report numbers for this event are 1225714-2013-03618 and 1225714-2013-03619. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.